Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, patient underwent an unknown surgery. During the surgery, the tip of the expedium driver broke. There were no fragments generated. The surgical delay was unknown. Procedure was successfully completed. There were no patient consequences are reported. This complaint involves one (1) device. This report is for (1) unk - insertion instruments: trocar: trauma. This is report 1 of 1 for (B)(4).